Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during the removal of the silicone oil in a left eye vitrectomy surgery. A system message was displayed, however, the procedure was completed with the same product and without consequences to the patient. There was no drop in intraocular pressure observed during the case. A product sample has been requested for evaluation.

Manufacturer narrative:
Additional information: a device history record review for the reported lot shows that the product was released per specifications. The used returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. A full pressure leak test was then conducted on the cassette and no leakage was detected. A console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The evaluation results indicate that presence of fluid leaking from the cassette was not confirmed during the sample evaluation and testing. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. (B)(4).